Manufacturer narrative:
Results of investigation: it was found in the logs that the ventilation was running with the last setting until the unit was turned off. The unit started to work normally after the next restart. The exact root cause could not be established. It is most likely that the epc was causing the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The log file confirmed a shut down took place but they are unable to identify what kind of password entry screen was visible. They could not see anything wrong with the hardware. It was initiated to send the customer a new main electronics under warranty. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 suddenly gave a black screen and a password request popped up on the screen during patient use. It was mentioned that the unit was hot and the customer was forced to shutdown the machine. There was no known patient injury or harm but the patient was advised to be moved to another ventilator.